Manufacturer narrative:
It was reported that an unknown number of incidents occurred wherein patients required multiple sticks for blood draw "since product (intravenous catheter) wasn't drawing blood back." It is unknown what procedure or test was being done that required use of IV catheter for blood draw. Reportedly, no resistance was met during insertion of the IV catheters. The IV catheter was reportedly successfully placed (flushes but not drawing blood). It is unknown how long the IV catheter was in the patient before no blood drawing back was noted. Reportedly, the patients had to have another IV catheter inserted. There was no serious injury reported related to this event. Due to the reported issue and the reported need to perform multiple IV sticks, this medwatch is being filed. Companion samples were returned for evaluation and the returned samples functioned as intended. A definitive root cause for the reported issue could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the intravenous catheters were not drawing blood back and patients had multiple sticks for blood draw.